Event description:
Pump is returned to animas. Evaluation revealed partially dislodged force sensor pins, contamination in the force sensor assembly, an out of calibration force sensor, and damage to the force sensor assembly. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During testing the load step dispensed fluid and emitted a "no cartridge detected" warning. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins, an out of calibration force sensor, contamination in the force sensor assembly, and damage to the force sensor assembly. Unrelated to the complaint, the display screen was found to be faded and discolored. (B)(6). Correction # 2531779-03/24/2010-003-r.